Manufacturer narrative:
(B)(4). Batch # r5c42d. Investigation summary: the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an low anterior resection procedure, a new ets device was loaded with a white vascular reload and fired across an artery. The device was observed to have stapled but not cut the tissue and the surgeon was unable to open the device. The surgeon clamped the artery with hemolok ligation clips, and then had to use the harmonic scalpel device to transact the artery, in order to remove the ets device (and the stapled section of artery) from the patient. They then opened a brand new ets device and carried out the procedure as normal. No adverse outcomes have been reported about the patient.